Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H11 additional manufacturer narrative: d4: UDI: as the catalog/model number was not provided, the (01) gtin is not available. H3, h6: product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable.

Event description:
This report is being filed after the review of a clinical evaluation report (cer) from a database related research activity (drra): spine tango implant report ¿ conduit plif. The following complications have been identified: intraoperative general complications: - anaesthesiological (n=1) - cardiovascular (n=1) - other (n=1) - pulmonary (n=1) - thromboembolism (n=1) intraoperative surgical complications: - dural lesion (n=18) - nerve root damage (n=1) - other (n=1) postoperative (before discharge) general complications: - death (n=1) - other (n=1) - pulmonary (n=1) postoperative (before discharge) surgical complications: - csf leak / pseudomeningocele (n=1) - implant malposition (n=1) - other hematoma (n=1) reoperations at any level due to: - non-union (n=1) - instability (n=3) - adjacent segment pathology (n=2) - neurocompression (n=1) - hardware removal (n=2) - implant malposition (n=1) - implant failure (n=2) - failure to reach therapeutic goals (n=1) - postoperative infection deep (n=1) - implant migration or loosening (n=1) - other (n=1) - unknown (n=9) reoperations at same level due to: - instability (n=2) - adjacent segment pathology (n=2) - neurocompression (n=1) - hardware removal (n=2) - implant malposition (n=1) - implant failure (n=2) - failure to reach therapeutic goals (n=1) - postoperative infection deep (n=1) - implant migration or loosening (n=1) - other (n=1) - unknown (n=5) this is for unknown depuy spine conduit plif implants.